Event description:
The following was reported to hamilton medical ag: battery is not charging continuously. Battery is charging only if either ventilator is restarted, or ac power is reconnected. Problem symptoms attached for reference. There is no loss of external power alarm also. Patient was shifted safely to another ventilator no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: battery is not charging continuously. Battery is charging only if either ventilator is restarted, or ac power is reconnected. Problem symptoms attached for reference. There is no loss of external power alarm also. Patient was shifted safely to another ventilator no health consequences or impact.